Event description:
It was reported that during a procedure, the blade made a metallic noise when rotating and the metal flakes were shed from the blade. Even though the complainant confirmed that the metal flakes fell off outside the body, she said that this blade had been used in patient. There were no surgical delay or patient injuries. No backup device was available and according with the reporter, it is unknown if the procedure was completed.

Manufacturer narrative:
One 7205326 disposable acromionizer 4.0 ep-1 blade used for treatment, was returned for evaluation. The complaint stated: ¿the blade made a metallic noise when rotating and the metal flakes were shed from the blade.¿ there are heavy rotational score bands present all up and down the outer diameter surface of the inner blade. This causes metal shavings during rotation. This leads to seizing. The reported conditions have been found consistent with lack of sufficient irrigation and side loading. Excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Make sure the hand piece is off while changing blade tip position. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry). No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.